Event description:
It was reported that the drain broke off in the pt. Pt was sent to surgery for removal of the indwelling portion. Additional info has been requested but not yet been received.

Manufacturer narrative:
The sample was not returned for evaluation; however, photographic images were sent for evaluation finding the round drain tube broken close to the junction of the white flat drain to the round drain. The broken surface had jagged edges which is indicative of excessive force having been applied to the drain beyond it's tensile capabilities. There is nothing in the manufacturing process that could have caused or contributed to the reported failure. The device history record could not be reviewed as a lot number was not provided. The instructions for use stated the following precautions to avoid the possibility of drain damage or breakage: "additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).